Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin had received missing piece on bottom insulin pump as well as buttons stick and no delivery alarms with insulin still in the insulin pump. Customer¿s blood glucose level was unknown. Customer stated that the back light goes off and loses setting on the insulin pump when changes battery. Troubleshooting was not performed. The device will not be returned for analysis.